Event description:
It was reported that a patient with an implanted lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8 and an implantable neurostimulator 97715 intellis adaptivestim pain experienced a return of pain and reported that the "leads were coming out of place". The physician considered trying a new upgraded battery prior to performing a paddle revision. Upon interrogation, connections and impedances were within normal limits. The neurostimulator was replaced, while the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 25-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.